Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907, serial/lot #: -, ubd: unknown, UDI#: unknown a090501: attempted to take a 3d spin again, and the issue reoccurred. A1102: message popped up stating "navigation connected, but not ready. Press okay to take a non-navigated scan." F1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in a spine fusion t7/t10 procedure. It was reported that the site was about to take a spin with the imaging system and a message popped up stating "navigation connected, but not ready. Press okay to take a non-navigated scan." The site stopped the attempted spin and swapped out the navigation system. They reconnected the system and attempted to take a 3d spin again, and the issue reoccurred. Technical services (ts) had the site confirm that the navigation system had green boxes for communicating with imaging system, patient reference visible, and imaging system tracker visible. It was then confirmed that the 'navigation connection' on the 'exam information' page of the mobile view station (mvs) had the correct navigation system selected. The site also swapped network cables between the systems as well. Ts had the site confirm that the dicom transfer page of the navigation system had a green wired ip address in the bottom left corner and then she verified the connection on the mvs and it was successful. Ts had the site swap the imaging system from 2d to 3d and confirm that the navigation camera icon had a green checkmark. The site initiated a 3d spin again and it was successful. There was no impact on patient outcome. There was a delay due to swapping the machines by approximately 20 minutes.